Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the shim of blade assembly detached from the assembly when being removed from the disc space upon completion of device usage. There were no reported patient impacts associated with this event.

Manufacturer narrative:
The returned retractor blade was evaluated. Visual inspection revealed that the shim has partially disassembled from the blade. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. The event is stated to have occurred during the removal of the of the retractor; however, the specific details concerning the shim insertion and removal are unavailable despite due diligence. As such, the cause cannot be conclusively determined.

Event description:
It was reported that the shim of blade assembly detached from the assembly when being removed from the disc space upon completion of device usage. There were no reported patient impacts associated with this event.